Event description:
The facility contacted baxter (B)(4) to report that the roller clamp allows solution flow. It was reported that the reported malfunction occurred during priming. There was no patient involvement; there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: an actual sample was submitted for evaluation. A visual examination was performed on the sample and the roller clamp was found to be incomplete. The sample was also submitted to functional test. The free pass test was performed. During the test the roller clamp allowed air flow at 8psi; this confirmed the customer reported condition. The root cause was related to the manufacturing machine and mold failure. Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510(k) number. This issue is being investigated through CAPA.